Event description:
It was reported by the physician that the lens was loaded upside down due to technician''s error; the haptics were leading in the wrong direction. The lens was removed and replaced during the same procedure. The rear haptic was still outside of the capsule; however, the incision was enlarged. No complications were reported. No patient injury was reported.

Manufacturer narrative:
(B)(4). The lens was received for return evaluation. A visual inspection was performed finding one haptic/optic tear with the appearance of viscoelastic also observed on the lens that is consistent with a lens that has been handled and prepared for use. As stated in the initial report, the lens was loaded upside down due to technician error. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.